Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs and undamaged posterior needle, indicating no engagement between these two components. The posterior needle tip was ejected from the needle shank but remained undisturbed, suggesting that the posterior needle was deflected away from posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Because the posterior cuff did not capture the posterior needle tip during the needle plunger deployment, the suture could not penetrate the arterial wall. Subsequently, the suture could not be retrieved when retracting the needle plunger which could appear very similar to the suture being cut. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Contributing factors for needle deflection that resulted in the posterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique, based on the successful test of the devices needle trajectory and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Two perclose proglide devices are being reported under separate medwatch report numbers.

Event description:
It was reported that a physician attempted placement of the proglide sutures using the pre-close technique prior to a abdominal aortic aneurysm procedure in the common femoral artery. Reportedly, three out of six devices being used did not work properly, the filament had "cut" and came out from the device without attaching to the artery wall. Hemostasis was achieved with additional proglide devices. The physician was trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.